Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that since the trial started on (B)(6) 2017 the patient had diarrhea and they thought it was due to the antibiotics they were prescribed to take. The patient noted the diarrhea was getting less and less and was now regular bowel movements. On (B)(6) 2017 the patient reported they had some loose stool and thought it may be from the fast food they ate at lunch. A stimulation increase was suggested. On (B)(6) 2017 the patient reported they were confused when providing data and they went from 2:30 pm the day before to 9:30 am without having any bowel movements, it was noted to be unusual for the patient. No further complications were reported.